Manufacturer narrative:
Additional manufacturer narrative/corrected data - type of reportable event.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tg3715/06608457, tg4015/06318355). The patient tolerated the procedure. After the procedure, a type iii endoleak was suspected. On (B)(6) 2009, the type iii endoleak was resolved. A type ii endoleak was reported. The physician decided to take a wait and watch approach. The aneurysm diameter was 58.5 mm. On (B)(6) 2009, in six-month follow-up study, the aneurysm diameter was 52 mm. No endoleak was reported. On (B)(6) 2011, the type ii endoleak remained. The aneurysm diameter was 63.9 mm. The physician decided to continue the wait and watch approach. On (B)(6) 2011, the patient passed away due to an aneurysm rupture and hemodynamic dysfunction. The physician commented that the type ii endoleak might led to the aneurysm rupture. No further information was provided to gore.